Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving dilaudid, 35 mg/ml concentration at 0.223 mg/day dose, marcaine, 5mg/ml concentration at 0.318 mg/day dose and fentanyl, 35 mg/ml concentration at 0.233 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that motor stall occurred on (B)(6) 2018 and did not recover. The patient was deaf and did not hear the alarm. Patient was admitted for an unrelated issue and the hcp noticed the alarm. Pump logs indicated that motor stall occurred on (B)(6) 2018 at 4:16 and recovery occurred at 04:31. On (B)(6) 2018, motor stall occurred at 14:26 and recovery occurred at 14:57. Stopped pump period may exceed tube set on (B)(6) 2018 at 14:30. .no environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was performed. Pump was placed on minimum rate. At the time of this report, the issue had not resolved and patient status was alive-no injury. Surgical intervention was planned and not scheduled. The patient¿s medical history included deaf and chronic back pain. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication, pump/motor/gear train anomaly/stall due to gear-pinion, pump/motor/gear train anomaly/stall due to shaft-bearing and pump/pumphead/hole in pump tube/mechanical wear. If information is provided in the future, a supplemental report will be issued.